Event description:
Philips received a complaint by the customer on the v60 indicating that a 35volt (v) power supply error occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a 35v power supply error occurred. The customer confirmed the error code in the event logs. The customer stated they would replace the power management (pm) printed circuit board assembly (pcba) to inquire if the pm pcba was faulty or the motor controller (mc) printed circuit board assembly (pcba) was faulty. Device evaluation and repair are pending.

Manufacturer narrative:
The customer replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.